Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far field r-wave oversensing, resulting in automatic mode switching (ams). Programming changes were made to resolve the issue. The patient remained stable.